Event description:
It was reported that during a medial meniscus procedure, the truespan orthocord system had two (2) out of five (5) failures, but were unable to tell which lot was which out of the two that broke. All available information has been disclosed. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (expiration date, lot number), d9, h4. Correction: d4 (primary UDI). The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the deployer with the first plate deployed. The white sleeve was cracked at the distal end. The red trigger was found in a normal shape. No other anomalies were noted. A functional test was performed to the second plate. The red trigger was fully squeezed, the second plate was successfully deployed, no obstruction or difficulties while deploying were found. It was verified that the pusher shaft tip is sliding out completely from the applier needle. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the sleeve condition could be traced to failure to use a malleable graft retractor. As per IFU 113244, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: product number : 228151, lot number : 10bar6, there was no non-conformance regarding this lot. Manufacturing date: 02-oct-2025, expiration date: 30-sep-2028.